Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the battery voltage on the device dropped quickly in the last six months and the voltage is at 2.59 volts. The device was removed and replaced. No patient complications have been reported as a result of this event.